Manufacturer narrative:
Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information regarding this event: the reported issue occurred during radical prostatectomy. The 30-degree endoscope was installed in down orientation. The surgeon confirmed desired orientation when endoscope was installed. There was an indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to event, the endoscope was not manually rotated 180 degrees. The customer stated the vision issue did not result in any patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the 30 degree endoscope plus by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and found that the camera instrument adapter was damaged and had friction issue. The complaint regarding the scope would not rotate was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure post anesthesia and port placement, the scope would not rotate. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: even though the camera was blocked and could not turn, the image was inverted, and everything was upside-down.